Event description:
It was reported the procedure was performed to treat a lesion in the mid right coronary artery (rca) with fibro calcification. Pre-dilatation was performed with a 3.58 mm balloon at 8 atmospheres (atm). A 3.5x18 mm xience sierra drug eluting stent (des) was deployed, when removing the stent delivery system, a check shot revealed that there was a dissection at the distal end. The dissection was successfully treated with a 3.0x8 mm unspecified des. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.